Event description:
Physician reported that during the 6 month following up visit, he identified a broken spherx rod in pt xrays. The rod was part of a unilateral construct implanted via xlif in 2008, and the pt was very large. The pt was asymptomatic. Pt was revised on five months before, and the hardware was replaced. The pt is currently recovering without incident.

Manufacturer narrative:
The device was returned to nuvasive for examination and the reported malfunction was confirmed. The rod sheared at the ball interface. Trend analysis determined that this is the first report of this type for this product line. Prod literature for this device states that "potential risks identified with the use of this device sys, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." Further it states that "these devices can break when subjected to the increased load associated with delayed union or non-union. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break." It is believed at this time that the failure was related to pt size, the increased load associated with a unilateral construct and potentially delayed fusion. Nuvasive will continue to investigate this event and any pertinent info obtained will be submitted in a subsequent report.